Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler functional display check failed. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. The DHR search found an issue related problem to the reported complaint. Test and calibration found a dim display during an accelerated stress test (ast). The cycler was sent to rework and the inverter board was found to be defective. The inverter board was replaced and sent back to test and calibration and passed. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a liberty select cycler went blank during step 7 of setup. The peritoneal dialysis nurse (pdrn) reported that the cycler was moved to another wall outlet and powered back up, however only the stop and ok keys lit up and the screen was still blank. The pdrn reported that the cycler was alarming when it was powered on but confirmed that the patient was not in treatment yet. The pdrn powered the light off in the room to check the screen and nothing could be seen. At that point in time, the technical support representative advised to discontinue use of the cycler. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer upon physical evaluation, it was identified that the transformer on the inverter board was burned.